Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole in the outer tube in the proximal end of the cylinder due to sharp instrument damage; and the cylinder did not pass the leakage testing due to the hole. The remaining cylinder was microscopically inspected and leak testing, it was observed to have wear at fold in the distal end of the cylinder, however the cylinder passed the leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pum and it passed the leakage test. Finally, the flat reservoir was microscopically inspected and leak testing. It was found to have wear at a fold in reservoir shell. Flat reservoir passed leakage test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, with fluid loss reported at the proximal end of the cylinder due to a perforation. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, with fluid loss reported at the proximal end of the cylinder due to a perforation. The ipp was explanted and replaced. There were no patient complications reported.